Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 2.5, lab: 1.8; (B)(6)2010, 4.0, 6.0. Patient is not on heparin or lovenox and has not been hospitalized. Pt is not anemic and does not have cancer. Patient does not have hypo/hyperthyroidism or liver/kidney disease. Tests were taken with 1/2 hour of each other.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010, inratio meter = 2.5 inr, reference = 1.8 inr, mean = 2.15, confidence limits = 1.4-3.1; 30 min lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010, inratio meter = 4.0 inr, reference = 6.0 inr, mean = 5.00, confidence limits = 2.8-7.2; 30 min lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter was returned and tested. Unit failed to meet cell resistance and sample indicator on during functional test. During thermometer sensing test, led indicator emitted simultaneously with "apply sample" message. Cell resistance failure is due to significant contamination under heater plate. Summary: data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Reviewing meter memory record ((B)(6).lab) found no test record for case occurrence date ((B)(6)2010). No inr value=4.0 in record. Meter functional test failed on cell resistance testing caused by contamination. Direct relation between cell resistance test failure and discrepant test result was not established. There is insufficient information to determine the root cause of customer's test result discrepancy. As of 03/25/2010, 11 discrepant results complaints were reported for lot #225323 (strip code sq5rq) yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.